Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the device not only cracked but broke in two discrete pieces. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported that the ar-9532-36 cracked during a procedure. No patient harm. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
Complaint confirmed, the device not only cracked but broke in two discrete pieces. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.